Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat lower back pain. During the implant procedure the patient was placed in a prone position and the implantable pulse generator (ipg) was implanted in the lower back area with the leads targeting the cluneal nerve. Post-operative testing was performed in the prone position as well as seated position. Post-op depth check and functional testing all returned good results. The system was activated on (B)(6) 2025 and it was noted at that time that the ipg and external therapy discs had disruptions in communication when the patient leaned back, as when leaning against the backrest of a chair. The devices were able to successfully maintain communication and deliver therapy when the patient was sitting or standing upright or leaning forward and only lost connection when leaning back. On (B)(6) 2025 a surgical procedure was intiated to reposition the existing ipg. During the procedure the ipg was damaged and required replacement. The new ipg was placed in a more superior and medial location, closer to the patient's spine, with the pocket in a more superficial position to avoid disconnections when the patient changes position.

Manufacturer narrative:
Troubleshooting while the system was implanted found that the therapy was being delivered appropriately and loss of communication was directly related to the patient's position. It is likely that the ipg was implanted slightly too deep and when the patient moves into specific positions there is a shift in tissue causing the device to be slightly beyond the recommended depth to maintain communication while in those specific positions. It is unlikely that intra-op or post-op testing would have identified the issue as the patient would not have been likely to be placed in the problematic positions during that testing.